Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is (B)(6) 2021. Phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to "mechanical failure". There was no incision enlargement, no vitrectomy and no sutures required. No patient post-op injury. It was learned that by mechanical failure they meant that the patient complained of decreased depth perception, worse when driving. He felt like his vision was actually better prior to the surgery. Distance vision appeared cloudy. Near vision was terrible after surgery and he stated he could not see anything up close. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes; returned to manufacturer on: 3/16/2021; section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. And that the lens was received cut in half (but not separated). Which is consistent with a lens that was handled during explant. Furthermore, fibers were observed on the lens, which can be attributed to receiving the lens wrapped in gauze and cannot be confirmed, to be related to manufacturing. Based on the return condition of the lens, no further product evaluation can be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated. And revealed, that the product was manufactured and released according to specifications. A search revealed, that no other complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.